Manufacturer narrative:
Unit received with intermittent buttons due to flattened act dome switch (no creased). No display ramping on its own anomaly noted. Unit received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's up button was not responding properly. Customer reported that numbers were scrolling on the screen. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 148 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.